Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 50512926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, back disorder, joint disorder, multiple fractures, back pain, heart murmur, hypertension, gestational hypertension, anxiety disorder, bipolar disorder, depressive disorder, panic attack, schizophrenia, drug allergy, paranoia and hives. Concurrent conditions included chronic cervicitis. Concomitant products included ibuprofen (motrin) for pain as well as paracetamol (tylenol) and pethidine hydrochloride (demerol). On an unknown date, the patient started zoloft at an unspecified dose and frequency. In (B)(6) , the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). The patient was treated with ibuprofen, surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown and the menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information -essure confirmation test(s) conducted, specify- no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and muscle rupture ("other injury (ies) or complication(s) please describe: torn muscle after hysterectomy") in a 31-year-old female patient who had essure (batch no. 50512926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included zoloft, acetaminophen and nsaid's. The patient's medical history included depression, back disorder, joint disorder, multiple fractures, back pain, heart murmur, hypertension, gestational hypertension, anxiety disorder, bipolar disorder, depressive disorder, panic attack, schizophrenia, drug allergy, paranoia, hives, hospitalization nos and post-traumatic stress disorder. Concurrent conditions included chronic cervicitis. Concomitant products included ibuprofen (motrin) for pain as well as paracetamol (tylenol) and pethidine hydrochloride (demerol). On an unknown date, the patient started zoloft at an unspecified dose and frequency. On an unknown date, the patient started nsaid's at an unspecified dose and frequency. On an unknown date, the patient started acetaminophen at an unspecified dose and frequency. In 2010, the patient experienced anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced depression ("depression"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced muscle rupture (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain lower ("lower abdominal pain"). The patient was treated with ibuprofen and surgery (ablation and hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, muscle rupture, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain lower had resolved and the menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, muscle rupture, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information -essure confirmation test(s) conducted, specify- no . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-dec-2018: pfs received. Event outcome added for pelvic pain and other injury (ies) or complication(s) please describe: torn muscle after hysterectomy. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and muscle rupture ("other injury (ies) or complication(s) please describe: torn muscle after hysterectomy") in a 31-year-old female patient who had essure (batch no. 50512926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, back disorder, joint disorder, multiple fractures, back pain, heart murmur, hypertension, gestational hypertension, anxiety disorder, bipolar disorder, depressive disorder, panic attack, schizophrenia, drug allergy, paranoia, hives, hospitalization and post-traumatic stress disorder. Concurrent conditions included chronic cervicitis. Concomitant products included ibuprofen (motrin) for pain as well as paracetamol (tylenol) and pethidine hydrochloride (demerol). On an unknown date, the patient started zoloft at an unspecified dose and frequency. On an unknown date, the patient started acetaminophen at an unspecified dose and frequency. On an unknown date, the patient started nsaid's at an unspecified dose and frequency. In 2010, the patient experienced anxiety ("mental anguish"). On (B)(6)2010, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2010, the patient experienced fatigue ("fatigue"). On (B)(6)2010, the patient experienced depression ("depression"). In (B)(6)2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2010, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6)2015, the patient experienced muscle rupture (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with ibuprofen, surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, muscle rupture and menstrual disorder outcome was unknown and the menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, muscle rupture, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information -essure confirmation test(s) conducted, specify- no . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2010: essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2018: pfs received: reporter information added, demographic added. Product information added. Event added are as follows- torn muscle . Events onset date. Historical drug and condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure device was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and muscle rupture ('other injury (ies) or complication(s) please describe: torn muscle after hysterectomy') in a 31-year-old female patient who had essure (batch no. 50512926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included zoloft, acetaminophen and nsaids. The patient's medical history included depression, back disorder, joint disorder, multiple fractures, back pain, heart murmur, hypertension, gestational hypertension, anxiety disorder, bipolar disorder, depressive disorder, panic attack, schizophrenia, drug allergy, paranoia, hives, hospitalization nos and post-traumatic stress disorder. Concurrent conditions included chronic cervicitis. Concomitant products included paracetamol (tylenol) and pethidine hydrochloride (demerol). On an unknown date, the patient started zoloft at an unspecified dose and frequency. On an unknown date, the patient started nsaids at an unspecified dose and frequency. On an unknown date, the patient started acetaminophen at an unspecified dose and frequency. In 2010, the patient experienced anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced depression ("depression"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced muscle rupture (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abdominal pain") and post procedural complication ("post removal complication - yes"). The patient was treated with ibuprofen and surgery (ablation and hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, muscle rupture, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain lower had resolved and the menstrual disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, muscle rupture, nausea, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information -essure confirmation test(s) conducted, specify- no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: following company internal coding review, the reported event ¿post removal complication-yes¿ was recoded to post procedural complication. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 50512926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, back disorder, joint disorder, multiple fractures, back pain, heart murmur, hypertension, gestational hypertension, anxiety disorder, bipolar disorder, depressive disorder, panic attack, schizophrenia, drug allergy, paranoia and hives. Concurrent conditions included chronic cervicitis. Concomitant products included ibuprofen (motrin) for pain as well as paracetamol (tylenol) and pethidine hydrochloride (demerol). On an unknown date, the patient started zoloft at an unspecified dose and frequency. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). The patient was treated with ibuprofen, surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown and the menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information -essure confirmation test(s) conducted, specify no . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure device was successfully occluded . Most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), depression and mental anguish, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue and lower abdominal pain. Medical history and concurrent condition were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and muscle rupture ('other injury (ies) or complication(s) please describe: torn muscle after hysterectomy') in a 31-year-old female patient who had essure (batch no: 50512926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included zoloft, acetaminophen and nsaids. The patient's medical history included depression, back disorder, joint disorder, multiple fractures, back pain, heart murmur, hypertension, gestational hypertension, anxiety disorder, bipolar disorder, depressive disorder, panic attack, schizophrenia, drug allergy, paranoia, hives, hospitalization nos and post-traumatic stress disorder. Concurrent conditions included chronic cervicitis. Concomitant products included paracetamol (tylenol) and pethidine hydrochloride (demerol). On an unknown date, the patient started zoloft at an unspecified dose and frequency. On an unknown date, the patient started nsaids at an unspecified dose and frequency. On an unknown date, the patient started acetaminophen at an unspecified dose and frequency. In 2010, the patient experienced anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced depression ("depression"). On (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced muscle rupture (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abdominal pain") and post procedural complication ("post removal complication / yes"). The patient was treated with ibuprofen and surgery (ablation and hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, muscle rupture, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain lower had resolved and the menstrual disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, muscle rupture, nausea, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information -essure confirmation test(s) conducted, specify: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and muscle rupture ('other injury (ies) or complication(s) please describe: torn muscle after hysterectomy') in a 31-year-old female patient who had essure (batch no. 50512926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included zoloft, acetaminophen and nsaids. The patient's medical history included depression, back disorder, joint disorder, multiple fractures, back pain, heart murmur, hypertension, gestational hypertension, anxiety disorder, bipolar disorder, depressive disorder, panic attack, schizophrenia, drug allergy, paranoia, hives, hospitalization nos and post-traumatic stress disorder. Concurrent conditions included chronic cervicitis. Concomitant products included paracetamol (tylenol) and pethidine hydrochloride (demerol). On an unknown date, the patient started zoloft at an unspecified dose and frequency. On an unknown date, the patient started nsaids at an unspecified dose and frequency. On an unknown date, the patient started acetaminophen at an unspecified dose and frequency. In 2010, the patient experienced anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced depression ("depression"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced muscle rupture (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abdominal pain") and post procedural complication ("post removal complication - yes"). The patient was treated with ibuprofen and surgery (ablation and hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, muscle rupture, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain lower had resolved and the menstrual disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, muscle rupture, nausea, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information -essure confirmation test(s) conducted, specify- no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: following company internal coding review, the reported event ¿post removal complication-yes¿ was recoded to post procedural complication. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and muscle rupture ('other injury (ies) or complication(s) please describe: torn muscle after hysterectomy') in a 31-year-old female patient who had essure (batch no. 50512926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included zoloft, acetaminophen and nsaids. The patient's medical history included depression, back disorder, joint disorder, multiple fractures, back pain, heart murmur, hypertension, gestational hypertension, anxiety disorder, bipolar disorder, depressive disorder, panic attack, schizophrenia, drug allergy, paranoia, hives, hospitalization nos and post-traumatic stress disorder. Concurrent conditions included chronic cervicitis. Concomitant products included paracetamol (tylenol) and pethidine hydrochloride (demerol). On an unknown date, the patient started zoloft at an unspecified dose and frequency. On an unknown date, the patient started nsaids at an unspecified dose and frequency. On an unknown date, the patient started acetaminophen at an unspecified dose and frequency. In 2010, the patient experienced anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced depression ("depression"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced muscle rupture (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abdominal pain") and complication of device removal ("post removal complication - yes"). The patient was treated with ibuprofen and surgery (ablation and hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, muscle rupture, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain lower had resolved and the menstrual disorder and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, anxiety, complication of device removal, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, muscle rupture, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information -essure confirmation test(s) conducted, specify- no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event post procedural complication. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.